Event description:
A surgeon reported to a company representative that during training for laser assisted cataract procedure, the primary incision did not seal. Reporter indicated the surgeon placed one suture in the primary incision and noted patient outcome was good.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No system service was requested or performed for this event. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Laser assisted incisions must be opened by the surgeon in the operating room setting prior to performing the remaining steps of the cataract procedure. The incision can undergo significant manipulation during the remaining steps of the procedure. It is possible that additional manipulation can result in an incision that does not seal and may also require a suture for closure. Per the information provided, the surgeon performed a laser glaucoma procedure following the laser assisted cataract treatment; which can also affect the primary incision¿s self-sealing characteristics. As there are multiple factors that can contribute to the reported event, including non-system issues, the root cause of this event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).